Manufacturer narrative:
At the time of initial escalation analysis, it was observed that the optical channel measurements had declined to below 350 and since that msp was at 0.18, there was a possibility that the system may not have recovered by day 21 and would have eventually asserted a ec#1 (error code) due to low msp. Based on the analysis at the time, the RMA was authorized. Per the RMA analysis, the in-vitro testing doesn't reveal any anomalies with this sensor and it may have been an issue with lack of proper hydration of the sensor at the time which may have been the reason for the low msp after insertion. The sensor was taking longer than usual to recover and based on the initial escalation analysis and poor initial sensor performance at the time, it was decided to authorize an RMA for the sensor. D9 device available for evaluation? Yes, device received on 01 june 2021. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.